Event description:
The customer reported being hospitalized due to low blood glucose of 27mg/dl. The customer was experiencing unexplained low glucose for two months. Troubleshooting was performed. The customer stated that he passed out on the floor by his bed. The customer's most recent glucose reading was 98 mg/dl. The programming, time, and date were correct. The reservoir was showing the same amount of insulin than the status screen shows. Ran a self test and passed. The customer stated that he changes the infusion set every three days. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.